Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in back-up mode. A message that "the installed software does not support this device. Emergency vvi programming is available" was displayed. Two software download attempts were unsuccessful.